Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and inappropriate electric shocks due to possible atrial fibrillation (af) with rapid ventricular response (rvr). Currently, this ICD remains in service and no additional adverse patient effects were reported.